Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy. Additionally, the customer contacted the healthcare provider to obtain alternate insulin therapy in case the pump stops working.